Manufacturer narrative:
Analysis was normal. No anomalies were found. After opening the box, the product was found undamaged. This amount of damage to the packaging is consistent with the package being subjected to extreme temperatures during shipment/storage.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during device preparation, the inner plastic sterile packaging around the lead appeared to be melted. No patient involved.